Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation/respiratory sensor oversensing. There were also episodes of pacemaker mediated tachycardia (pmt) observed. Programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation/respiratory sensor oversensing. There were also episodes of pacemaker mediated tachycardia (pmt) observed. Programming options were discussed. No adverse patient effects were reported. The device remains in service.